Event description:
Device tripped all the way to eos. An eos reset was performed. Post reset showed device battery at 54%. Asked the rep do a manual cap reform and charge time was >20s. Explant was recommended.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eri. The device was implanted for 47 months. The memory content of the device was inspected. The inspection revealed that the ICD activated the battery status eos on (B)(6) 2015, automatically triggering a home monitoring notification to inform the user about the occurred eos status. The data further showed that the eos status was reset on (B)(6) 2015 at 11:43 am. Subsequently a manually triggered cap reformation was performed at 11:46 with a documented charging time of 20 s as mentioned in the clinical event description, most probably leading to the activation of the battery status eri. In a next step, the current consumption of the device was tested and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. Therefore, the ICD was opened to examine the inner assembly. A visual inspection showed no anomalies. The battery voltage was measured confirming a depleted battery. The electronic module was attached to an external power supply to test the functionality of the module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. The ability of the module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a further electrical analysis an intermittent elevated current consumption of the electronic module was identified, which could be narrowed down to an integrated circuit. The intermittent elevated current consumption led to a premature depletion of the battery. The manufacturing records and quality documents for this device were re-investigated. No anomalies were documented during the device manufacturing, in particular during the final acceptance test no abnormality in the current consumption of the device was observed. There was no indication of a material or manufacturing problem. Therefore it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, might have contributed to the clinical observation. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.